Event description:
It was reported that the patient experienced neurological deficits due to an epidural hematoma. The physician removed the device and evacuated the hematoma. The patient recovered without sequelae.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.